Event description:
It was reported the right implantable neurostimulator (ins) showed an out of regulation (oor) message which had started a couple of days prior to report. It was noted the patient saw their doctor 6 days prior to report. It was noted the patient was reprogrammed. It was stated the change in therapy had lasted a day and then they were in pain again. It was stated they tried to adjust but they could not because of the oor message that appeared. It was noted they could get the patient programmer to read the ins if they used the recharger first but they could not make any changes. It was noted their therapy did not work as expected. It was stated they were unable to make adjustments. It was further reported there was a ¿call your doctor¿ icon. Additional information received reported the patient would see their health care professional on the day of report for follow-up. Additional information received reported the patient was in voltage mode with cycling and no interleaving. It was stated electrode impedances were checked on the day of report and they were in range of 590-1100 except electrode #3 was high. It was noted case and 3 was 3,000 but it was not used in programming. It was noted the patient would charge to 100% every morning. It was noted when the patient had seen the oor message on the patient programmer they recharged for a couple of minutes and then they could use the programmer and were able to make changes to the amplitude. It was noted once they got to 1.5v on the left side (with the right ins still at 0.6v) they then saw oor on the patient programmer again. It was stated they had not noticed a change in recharging. It was stated the patient had the therapy for pain and they had ¿leads all over the place.¿ additional information received reported the patient had an appointment scheduled with their health care professional for (B)(6) 2014. It was noted a day after reprogramming the patient had bad pain again. It was stated 3 days prior to report they were able to clear the oor message. It was noted they tried to find a setting for the patient¿s pain but they ran out of time. It was stated the patient was in a lot of pain and they could not even attend their therapy that they would go to 3 days a week. It was noted the patient ¿could not even function.¿

Manufacturer narrative:
Concomitant products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37754, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type lead; product ID 64001, lot# n312392, implanted: (B)(6) 2013, product type adapter; product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 64002, lot# n304235, implanted: (B)(6) 2012, product type adapter. (B)(4).